Manufacturer narrative:
Received three used lat-d1000 tegos and one new tego for inspection. Excessive seal tearing was found on each of the used tegos. Each of the tegos were accessed with a male luer and the fluid path was found to be occluded due to the seal collapse. The reported complaint of the tego being clotted, occluded and subsequent blockage of the fluid path can be confirmed. The probable cause of tearing on the top silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. E1: additional contact: (B)(6). The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to tego¿ connector that experienced occlusion during use. The report stated that "when change them at the beginning of treatment and then by the end of treatment they are already clotted, and they have to be changed again". The status of the product at the time of event was during use on patient. Several instances at the initiation of treatment and some at the end of treatment. Samples involved in the event were thrown away since they have had blood on them however, they have unused one that they can send for investigation. There was unknown patient involvement, no adverse event and there was delay in therapy by a few minutes because we would have to change the connections multiple times before getting them on treatment.